Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in the entire posterior skull base using pod packing coils (podj coils). During the procedure, after deploying a portion of the podj coil into the vessel, the physician began manipulating (i.e. Advancing and retracting) the px slim delivery microcatheter (px slim) in order to position the coil in the appropriate location. However, while the px slim was being advanced and retracted, the podj coil unintentionally detached inside the patient's body. The physician then made several attempts to retrieve the podj coil using other manufacturers'' microsnare and retrieval devices but was unsuccessful. Therefore, the physician used the guide wire and guide catheter to push the coil as far distally as possible into the external carotid artery. The physician then ended the procedure. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. At the time when the patient was leaving the operating room, the physician reported that there were no adverse effects to the patient. Additionally, the physician did not believe that the detached podj coil would cause any issues for the patient since the coil was in the external carotid artery. The patient was in stable condition and was scheduled to undergo surgery to remove the avm. The physician stated that if the podj coil was not causing any neurological deficits, then no attempts would be made to remove the coil. As of 10/13/2016, the patient has not experienced any neurological deficits.